Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia and high ketones. The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours. Patient was treated with an insulin drip; at this point in the reporting process, patient was not willing to disclose further details regarding the medical event.